Event description:
It was reported that charging port on the pump was loose, causing difficulties charging the pump. No information was provided regarding impact to customer¿s blood glucose level. Customer declined follow-up, and no corrective actions or additional support steps were documented.